Manufacturer narrative:
The pump passed the active current test, sleep current test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No failed battery test found in the history files or traces. Insulin flow blocked alarm recorded on 09/27/2025 12:40:06.000 during bolus, 09/27/2025 12:41:42.000 during bolus, 09/27/2025 15:14:36.000 during bolus found in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case. Unresponsive keypad, unexpected insulin flow blocked alarm and failed battery test were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the buttons needed to be double-pressed, a new battery had been rejected, and an insulin flow blocked error had occurred. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, and mmt-399a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the keypad anomaly and battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-332a, and mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.